Manufacturer narrative:
Result: top plate.

Event description:
It was reported by service report that the bed's foot end would not go all the way down to its lowest limit. It is unk if there was pt involvement, however, no adverse consequences are reported.